Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to severe low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer does not recall delivering a bolus before the incident. The customer was at 155 mg/dl the evening before the incident. The customer was given intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer was also put on dialysis when they got hospitalized. The insulin pump will not be returned for analysis.